Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) unit had gas loss during operation. There was no patient injury reported.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had gas loss during operation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. Did all manifold test with passed result. Connected with balloon, operated more than an hour as normal (no alarm prompted). Couldn't duplicate customer feedback issues. Unit operated as normal. Unit was released to customer as clinical use on the same day. (No spare part was replaced).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).